Manufacturer narrative:
Service tech to return and replace casters.

Event description:
It was reported by service report that the brakes were not engaging. No pt involvement, however the service report does not indicate whether there were adverse consequences.